Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane mac-loc locking loop multipurpose drainage catheter was inserted in the patient due to a biliary obstruction and leaked at the joint when flushed with saline. The device was removed and another like device was inserted. This device, of the same lot, gave the same issue and was removed. A third like device was inserted and the procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correctd data: a2-a4-information was changed to ni in error on the follow-up 1 MDR. Please reference MFR. Report:1820334-2018-01821 for the other complaint device from this event with a different lot number. Investigation ¿ evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection/dimensional verification of the returned device were conducted during the investigation. Clinical assessment: at this time, the most probable cause of this event is manufacturing related. The visual inspection of the returned device confirmed one 8.5fr mac-loc catheter in a used condition. Biomatter was present on the distal tip of the device. The mac-loc was returned in the closed position. No other surface damage was apparent on the device. A leak test was conducted by clamping the distal end of the catheter tubing with hemostats and injecting room temperature water into the device from the proximal end using a syringe. The leak test revealed that a drop of water formed between the connector cap and catheter tubing, although the drop did not fall. Therefore, the leak test was unable to confirm the presence of a leak. A tug and twist test was performed on the connector cap and catheter tubing revealing they were secure on the proximal assembly. The connector cap was removed by dissociating the adhesive bond with ipa. The suture string appeared slightly wound in the threads of the connector cap. The flare on the catheter tubing appeared damaged, out of round, lopsided. The flare may have been damaged during use or removal. The mac-loc hub inner diameter, connector cap inner diameter, and catheter tubing outer diameter were measured and found to be within manufacturing specifications. The number of threads showing between the mac-loc hub and connector cap was measured and found to be outside of manufacturing specifications. Additionally, a document based investigation evaluation was performed. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, the actual root cause of the returned device complaint was found to be manufacturing related (operator related) in that the number of threads between the mac-loc hub and connector cap was out of specification. Appropriate measures have been initiated to address this failure mode. Additionally, formal re-training of the assembler has been conducted. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported a ultrathane mac-loc locking loop multipurpose drainage catheter was inserted in the patient due to a biliary obstruction and leaked at the joint when flushed with saline. The device was removed and another like device was inserted. This device, of the same lot, gave the same issue and was removed. A third like device was inserted and the procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Corrected data: on (B)(6) 2018, it was reported two ult8.5-38-25-p-6s-clm-rh with lot 8489497 failed. Additional information has since been received and only one device reported belongs to this lot. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.